Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The target lesion was located in the moderately tortuous left circumflex artery (lcx). A 2.50 x 38 mm promus elite drug eluting stent was advanced and deployed. Following post-dilatation, a dissection was observed at the proximal edge of the stent. A 3.00 x 38 mm promus elite drug-eluting stent (des) was deployed to cover the dissection. No further complications were reported.